Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, it was reported that the guide wire interacted with the patient¿s anatomy, resulting in the reported failure to advance. It is possible that when the device interacted with the patient¿s anatomy, the polymer sustained damage, resulting in the reported peeled / delaminated tip. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure was to treat a mildly tortuous superficial femoral artery. The ht command 18 guide wire was attempted to cross the lesion but failed due to the anatomy. Once the guide wire was removed the tip of the guide was slight touched and the head of the polymer coating cracked and fell off. Another unspecified guide wire was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.